Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02229.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02229. It was reported during a procedure on (B)(6) 2019 (reference MFR report: 3006705815-2019-00295) high impedances were noted on most of the upper contacts of the lead. The lead was left implanted. However, the patient¿s extensions were explanted and replaced with new extensions. Reportedly, effective therapy was achieved using the active contacts.